Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient list was unable to access. A technical support specialist dialed into the station and found user account was inactive and advised customer to contact the pharmacy technician or pyxis coordinator to activate the account. The customer acknowledged and agreed to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to access patients list. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.